Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.